Event description:
The vad coordinator reported that the patient was admitted on (B)(6) 2015 with a lactate dehydrogenase (ldh) level greater than 1000u/l with no other indicators of hemolysis. Two days previous, the patient¿s urine had become very dark but cleared. The patient has been on a heparin drip for a week. The patient was also on warfarin with an international normalized ratio greater than 2.4. The plasma free hemoglobin (pfhgb) was less than 30g/dl. A ramp study was completed. A data log file reviewed by the manufacturer's technical services confirmed that pump power and pulsatility index (pi) began drifting apart with power trending upward and pi trending downward on (B)(6) 2015. This pattern continues throughout the remainder of the log file which can be suspect for thrombus. The pump appeared to be maintaining the set speed as expected. It appeared that the pump parameters changed as expected during the ramp study. The patient underwent a pump exchange on (B)(6) 2015 and is reportedly doing well.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device: 3 months. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The explanted device was returned to the manufacturer for evaluation. The report of elevated lactate dehydrogenase (ldh) and suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball and inlet bearing cup. The inlet bearing cup had been unseated from its bore of the distal-side of the inlet stator during disassembly. The thrombus rings adhered appeared to have develop in laminated layers, which indicates that they were present while the pump was operating. Areas of the rings found on the inlet bearing ball and cup appeared similar in color and structure, which suggests that the rings were likely a single formation prior to disassembly of the pump. Examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it were present in the outlet stator cannot be conclusively determined, the deposition appeared denatured and the contact on the outlet bearing cup and outlet cone section of the rotor, suggest that the deposition was present while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevations in ldh. Also, the depositions would have created additional resistance on the spinning rotor, contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombus; outpatient rising of ldh without indication of hemolysis; new power spikes up to 10-11 with flow spikes; admitted to hospital for heparin gtt; ldh stayed elevated; urine became tea-colored; pump exchange was performed; clot in pump found by surgeon.